Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead was flushed with saline and it exited mid-body of the lead. Another lead was implanted without complications. Patient condition was stable.

Event description:
New information indicates that the lead was returned.